Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was lens scratched. The lens was inserted into the eye and before the surgeon positioned the lens, observed the scratch on the lens. The iol was removed from the patient's operative eye and cut with a lens cutter. The lens was replaced during the same surgery with another lens of the same strength. There was no patient harm and no concerns. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ an attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.